Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range left ventricular (lv) pacing impedance measurements measuring 2,075 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services discussed options for troubleshooting. At this time, the system remains in service. No adverse patient effects were reported.